Manufacturer narrative:
(B)(4). The reported problem could not be confirmed during the visual inspection. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that an infusor stopped delivery of an unknown drug. Force priming was attempted and there was flow before connecting the infusor to the patient. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. The sample was visually inspected and functionally tested. After the luer cap was removed from the distal luer for the functional test, flow was immediately observed at the distal luer. Evaluation of the returned sample was unable to confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.